Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing condition(moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/11/2014 with the following findings: visual inspection found no evidence of moisture behind the display. There was evidence of corrosion observed inside the battery compartment and on the battery cap. There was no damage found to the pump casing. The pump passed leak testing. The pump was opened, and no evidence of moisture damage was found on internal pump components.